Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a right leg angiogram procedure on a (B)(6) male patient, the wire poked through the balloon when it was coming out of the sheath. This occurred after they tried to get the balloon to a distal artery in the foot. There was no inflation because there wasn't enough "pushability" for the balloon to go through the disease. Because the balloon could not go through the disease to treat it, the physician removed the product from the patient. The balloon catheter snapped in half when they were removing it from the sheath. It is unclear as to whether there was a correlation between the wire going through the balloon and the catheter snapping in half. Nothing was left behind in the patient. The case finished as usual without any difficulty due to the product failure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation : a review of complaint history, drawing, instructions for use (IFU), trends, quality control and visual inspection of the returned device was conducted during the investigation. The visual examination reported one used and damaged pta3 balloon catheter was returned in two separate pieces. The proximal portion consisted of the shaft, hub, and strain relief. The distal portion consisted of the shaft, balloon, and tip. The guide-wire was able to be passed through each end of the device, but became stuck at the same location when testing each end of the proximal piece. The overall length of the device, and the distance between the marker bands underneath the balloon were within specifications, indicating that this device did not experience stretching (or experienced negligible stretching) prior to separation. The user stated that the device did not have enough push-ability to go through the disease to treat it, so the balloon was not inflated. The balloon was inspected under a microscope. No holes were noted in the balloon or underlying shaft, but bio-matter was on the outside of the balloon making it difficult to see. Based on the information provided and the results of our investigation, a definitive root cause for the separation cannot be determined. There is no evidence to suggest that the device was not manufactured per specifications. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: "in heavily scarred access sites, use of an introducer sheath is recommended," "deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Maintain vacuum on the balloon and withdraw the catheter. Upon catheter withdrawal, a gentle counterclockwise rotation of the catheter will assist balloon rewrap, minimizing trauma to the percutaneous entry site," and "if resistance is met during withdrawal, apply negative pressure with a larger syringe before proceeding. If resistance continues, remove balloon and sheath as a unit." The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a right leg angiogram procedure on a (B)(6) male patient, the wire poked through the balloon when it was coming out of the sheath. This occurred after they tried to get the balloon to a distal artery in the foot. There was no inflation because there wasn't enough "pushability" for the balloon to go through the disease. Because the balloon could not go through the disease to treat it, the physician removed the product from the patient. The balloon catheter snapped in half when they were removing it from the sheath. It is unclear as to whether there was a correlation between the wire going through the balloon and the catheter snapping in half. Nothing was left behind in the patient. The case finished as usual without any difficulty due to the product failure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.